Manufacturer narrative:
B2. Baclofen withdrawal b3. Event date is approximate. Month and year are valid. See b5 for additional information. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, product type: catheter, serial/lot #: (B)(6), ubd: 21-sep-2014, UDI#: (B)(4), implanted: (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving compounded baclofen (500 mcg/ml at 95 mcg/day) and fentanyl (2000 mcg/ml at 380 mcg/day) via an implantable pump for unknown indications. It was reported that the patient reported she was seen in the clinic in (B)(6) 2025 for routine pump management. The hcp performed a catheter access study to assess catheter patency in preparation for prophylactic pump replacement, and the catheter aspiration was negative. However, the hcp reported that when he subsequently reduced the patient¿s dosing in preparation for a revision surgery, the patient experienced significant withdrawal, which led the hcp to believe that the patient was receiving the intrathecal medication. The patient had no history of volume discrepancies. The patient was taken to the operating room (or) today for the planned prophylactic pump replacement and catheter revision. The hcp disconnected the two catheter segments and noted freely dripping cerebrospinal fluid (csf) from the spinal segment. The hcp used preservative free normal saline to flush the proximal segment of the catheter through the catheter access port (cap). The hcp reconnected the two catheter segments at the collet and again aspirated through the cap and had positive return of csf. The hcp was satisfied with the flow from the catheter, removed the old pump, and connected the new pump to the existing catheter. Another catheter aspiration was done through the new cap with positive return of csf. The exact cause of catheter obstruction was not determined, but the hcp believed there was some build up within the proximal segment. There were no changes to the catheter length/volume. The issue was resolved at the time of this report.